Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer's mother reported that the tampon string came apart and the tampon was stuck in place. Daughter had to seek medical attention due to pieces being left behind. Multiple attempts made to obtain further information regarding the usage of product however no further information was received.